Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) due to memory loss issues. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was satisfied postoperatively. The explanted device was not released into our care.